Event description:
During percutaneous coronary intervention (pci) of a 90% de novo lesion in the proximal left anterior descending artery (lad), the physician felt friction within the guiding catheter while trying to deliver a 2.5x18mm cypher stent. The stent delivery system (sds) could not be advanced. The unit was removed and the physician opined that the stent was shifted on the sds. The vessel was moderately calcified and slightly tortuous. The radial approach was chosen for the procedure. A different cypher stent was used, and was successfully delivered to the target lesion. This product is available for testing and evaluation but the engineering report is not available as of this writing. Additional information received will be submitted within 30 days upon receipt.